Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device handle cover came off. A new device was used to complete the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received disassembled and with the nose cone cracked. No functional testing could be done due to the condition of the returned device. Upon inspection of the internal components, the acoustic insulator was found to be torn. The moisture indicator was positive. Possible causes of the nose cone being cracked include the handpiece being banged or dropped, or the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. The handpiece has a number of seals to prevent fluids from entering the housing. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal. It is probable that the ingress of moisture affected handpiece functionality.